Event description:
The sales representative reported that during initial fusion surgery on a female patient, one driver did not move freely and would not attach to screws, and the other driver did not attach properly to screws either. There was no surgical delay and the surgeon was able to finish the surgery as indicated with the use of an alternate driver. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Prod is an instrument and not implantable. Evaluation is pending, upon completed investigation of the product.